Manufacturer narrative:
Due diligence for additional information was executed. There is no patient information available, other than patient is a female. The device has been discarded and will not be returned; as such a definitive root cause of the reported complaint cannot be determined. Furthermore, the IFU includes a warning statement: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments. This may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad.¿ a supplemental report will be filed if any additional relevant information becomes available.

Event description:
As reported, during the laparoscopic hysterectomy procedure the device broke apart and a piece fell inside the abdomen of the patient. The piece was immediately retrieved by the doctor. The doctor fit the two parts of the broken device together and no piece was missing from the device. The patient¿s abdomen was laparoscopically viewed and no issues or damage was seen. There was no harm or adverse impact to the patient. The procedure was completed using another kind of device. This device was inspected prior to use with no abnormalities observed.